Event description:
Device has been explanted and replaced with non-allergan device, capsulectomy performed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. Device remains implanted.

Event description:
Healthcare professional reported right side rupture via ultrasound. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, corrected and/or changed data: h6. Photo analysis. Visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations.

Event description:
Healthcare professional reported unknown side rupture. Device has been explanted and replaced with non-allergan device, capsulectomy performed.